Manufacturer narrative:
A steris service technician inspected the lighting system, specifically the wall mounted variable intensity controller (vic) and found that the control board capacitor was leaking, resulting in overheating and the reported smoke. The reported smoke observed by user facility personnel was the vaporized contents of the electrolyte used in the capacitors located on the power control board in the wall control. As designed, when a capacitor fails due to overheating, the pressure relief vent at the top of the capacitor opens to allow the capacitor to exhaust, emitting a plume of vaporized contents of the electrolyte which lasts a short time and is not harmful. The technician repaired the sq240's vic and returned the lighting system to service. No additional issues have been reported. The vic wall control for the light system is located outside the area that is considered an oxygen rich environment. The wall control is mounted on the wall away from the operative site and is positioned at least five (5) feet above the finished floor surface to comply with nfpa 99 and local code requirements for use in areas where flammable anesthetics may be in use (installation instruction, page 7-1). (B)(4). As a result of these design features, a capacitor or other component failure in the wall control box does not present a fire hazard. Steris discontinued installation of new sq-240 lighting systems in 2002. The expected useful life of the system is 7 years under normal conditions of use, assuming that preventive maintenance is performed as specified in the devices maintenance manual. The manual for these systems notes that the frequency outlined for preventive maintenance activities is a minimum frequency and the frequency of preventive maintenance activities should be increased with increased light usage. The sq240 surgical lighting system is approximately 16 years old and is not under steris service contract and is serviced and maintained by the user facility.

Event description:
The user facility reported that their lighting system was smoking. A patient procedure was not in process during the time of the reported event however, procedural delays were reported. No report of injury.